Event description:
Philips received a complaint on the v60 ventilator indicating that there was a standby mode issue. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. Prior to use, the device was checked and it was found that the standby mode function was not working properly. When set to standby mode, the device would immediately switch back to ventilation mode. The device otherwise continued to operate. The device was evaluated on 26may2026 by an authorized service provider (asp), who confirmed the issue that standby mode was immediately exited when it was attempted to be entered. The asp resolved the issue by replacing the flow sensor assembly (fsa). Following the part replacement the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened